Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the middle stent strut was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.